Manufacturer narrative:
An event regarding revision involving an unknown cemented patellar component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'I have had the opportunity to review documentation related to pi (B)(4) a product inquiry summary and undated ap, lateral and sunrise view x-rays of a cemented ps total knee. The event description from the product inquiry summary states: patient had aseptic failure of right knee of original components implanted at another institution by a different surgeon. Details beyond date of original surgery are not available. Revision discovered doing routine monitoring visit where source conflicted to manufacturer. Study coordinator was asked to confirm with pi who looked at imaging and confirmed prior components were stryker components. Confirmation made on (B)(6) 2023. Imaging has previously been submitted per required study images. No further information is available. The x-rays provided demonstrate a cemented ps total knee. These are not stryker components and it is assumed the imaging provided is of the revision knee. Revision tka is assumed but cannot be confirmed. No documentation (other than the pis) was presented to document the root cause for revision.' Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised. The reason for revision is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# unknown; unknown cemented tibial baseplate; lot# unknown. Cat# unknown; unknown cemented femoral component; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
Patient had aseptic failure of right knee of original components implanted at another institution by different surgeon. Details beyond date of original surgery are not available. Revision discovered during routine monitoring visit where source conflicted as to manufacturer. Study coordinator was asked to confirm with pi who looked at imaging and confirmed prior components were stryker components. Confirmation made on (B)(6) 2023.